Event description:
The customer rode unit up an incline. The unit stopped, activating the brakes. The unit starting tipping backwards and the customer fell out landing on their right side. Pt was transported to the local hospital where pt is currently a patient.